Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a breast reduction procedure on (B)(6) 2013 and suture was used. The needle detached from the suture. It did not fall into the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
Conclusion: the returned opened sample comprised a foil pack plus approximately 11cm of suture material and the needle was still attached. Visual examination of the non-needled end showed that it appeared to have been scissor cut. The actual suture that had reportedly detached during use was not returned for examination. The complementary end of the returned portion had not been returned for examination and it was not possible to advise conclusively on this portion of suture material. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.